Event description:
It was reported that the customer experienced a high blood glucose event. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. The customer addressed the situation by changing the infusion set and cartridge, while the control iq feature was active during the high blood glucose event. Customer continues to use the pump for insulin therapy.